Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at distal tip; the distal part of the glass cap is detached and not returned with the product; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char on metal surface; the fiber exhibits scratch marks on outer flow tubing; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure, at 181,083 joules; 25:52 minutes of use, broken fiber tip was noted. The fiber tip was not cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing the second fiber. Patient outcome: "injury".